Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. As a result of the device investigation, olympus has concluded that the damage to the power switch was likely caused by wear and tear due to long term us, or due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. A design change has since been made to the power switch. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Upon further review the following issues noted in the initial report are not reportable malfunctions: minor wear was found in the rear panel. A worn-out scope socket slider switch was found, causing intermittent use of the high intensity mode. The light output of the olympus lamp was found below specifications and the air output was found within specifications. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the power switch was found broken and required upgrade to the new version. Minor wear was found in the rear panel. A worn-out scope socket slider switch was found, causing intermittent use of the high intensity mode. The light output of the olympus lamp was found below specifications and the air output was found within specifications. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during reprocessing of the device, the power switch button broke and was stuck on the on position. There was no patient involvement or injuries reported. No additional information has been obtained.